Manufacturer narrative:
For the 42 events reported under exemption number e2012016, 32 complaint devices were returned and 10 complaint devices were not returned. 23 events were found to have a root cause of operational context, 2 events were found to have a root cause of handling, 5 events were found to have a root cause of supplier design, and 1 event was found to have a root cause of user error. Investigation is still in place for 1 event. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned" for all relevant events.

Event description:
The manufacturer report is being sent as a requirement under summary reporting exemption approval number - e2012016 for product code fge. This report covers 42 reported events of balloons bursts/pinholes. Of the events, 3 patients were female and 11 were male. The known patients' ages ranged from 30 years to 72 years. All other demographic information is unknown.

Manufacturer narrative:
Exemption e2012016_submission_fge_balloons.

Event description:
The manufacturer report is being sent as a requirement under summary reporting exemption approval number - e2012016 for product code fge. Quarterly submission due october 31, 2018. This report contains supplemental information for 1 event.